Manufacturer narrative:
Device used for treatment, not diagnosis. Date of explant: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that one and a half year after the implantation on (B)(6) 2013 the dynamic compression plate (dcp) broke post-operatively the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that one and a half year after the implantation on (B)(6) 2013 the dynamic compression plate (dcp) broke post-operatively. Patient outcome is good. No additional information available. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 248.080, lot# 7674846. Manufacturing location: (B)(4), manufacturing date: dec 06, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.